Event description:
Novasure was opened to the field, surgeon recognized that it was not functioning. The operating room rn retrieved a new one to use. Manufacturer response for device, thermal ablation, endometrial, novasure (per site reporter). Waiting for their response.